Manufacturer narrative:
The investigation is in progress. A sample has been returned, but has not yet been evaluated. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that air bubbles were observed in a pt's eye when the infusion was decreased during a vitrectomy procedure. Add'l info provided indicated the surgeon's view was occluded by the small bubbles. The bubbles were aspirated from the eye and the air line was snapped to complete the case w/o further incident. There was no harm or injury to the pt.